Event description:
The recipient is reportedly experiencing decreased performance due to possible device migration. The recipient is presenting with loss of sound and dizziness. Revision surgery is scheduled.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considered the investigation into this reportable event as closed. On january 24, 2024 the recipient's device was repositioned. The recipient was successfully activated. No further treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.